Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a patient receiving saline from an implantable pump for spinal pain. The patient mentioned their 'old' drug was morphine and another medication, but the patient could not remember. The patient reported their pump was empty and their hcp had provided morphine pills, but they were not doing the trick. The patient reported this began in the past couple days of (B)(6) 2017. Additional information was received. It was reported that the patient had gone to the healthcare provider's (hcp) office on (B)(6) 2018 because of a refill alarm. There was no drug for refill in the office, so the pump was filled with preservative free normal saline and the patient was given oral morphine to take until she could get it refilled. The patient had presented to the emergency room (ER) complaining of nausea, vomiting, and shaking. It was diagnosed by the hcp to be probable withdrawal. It was unknown if any diagnostics/troubleshooting was performed. The patient was given oral medications and was told to get to the hcp as soon as possible. Surgical intervention did not occur and was not planned at the time of the report. It was unknown if the issue was resolved at the time of the report. The patient's status at the time of the report was alive - with injury. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.